Event description:
Additional information received from a health care provider (hcp) indicated that there was no device issue identified. Diagnostics/troubleshooting performed included a catheter access port study done in (B)(6) 2023 with no flow. The patient had 4000 mcg/ml baclofen placed in the pump elsewhere and returned with no flow through the catheter. The patient had refused further intervention. The pump not working had not resolved. The patient had been offered replacement now that elective replacement indicator (eri) had been reached and was offered surgical revision in (B)(6) 2023.

Manufacturer narrative:
Continuation of d10: product ID 8784, serial# (B)(6) implanted: (B)(6) 2017: product type catheter, ubd: 2018-01-27 ; UDI: (B)(6); product ID 8780, serial# (B)(6) implanted: (B)(6) 2014: product type catheter, ubd: 2015-08-30 ; UDI: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving unknown baclofen via an implantable pump. The indications for use was intractable spasticity and multiple sclerosis. It was reported that the patient stated they don't think their pump has not been working for a while. The patient stated they have baclofen in the pump, but they do not know if it is working. The patient mentioned their legs have been extremely stiff for some time now and they are not sure where the baclofen is going or if it's in their body. The patient stated their 'healthcare provider (hcp)' 'doesn't think it's working.' The patient stated they still keep in contact with their old hcp, who also mentioned they may need a pump study done. The patient mentioned their battery is coming up to be replaced as their hcp has told them 'for awhile,' but confirmed they have not heard the pump alarm. The manufacturer's patient services specialist (pss) documented information reported by the patient. The patient was redirected to their healthcare provider to further address the issue, sent physician listings, and emailed the field.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID 8784 (serial: (B)(6)); product type: 0184-catheter; implant date (B)(6) 2017; product ID 8780 (serial: (B)(6)); product type: 0184-catheter; implant date (B)(6) 2014 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.